Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Hospital kept the explants. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that patient was revised on a hip due to hip pain and also had fever. Surgeon did an I and d with liner and head exchange.